Event description:
Manufacturer's local lab reports lancet is protruding from fastclix mobile lancing device cap. No adverse event reported. The device has been returned.

Manufacturer narrative:
The year is the only known part of manufacture date. We have defaulted to the first of the year. It was unknown if the initial reporter sent report to the FDA.